Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reported issues were partially confirmed. It was confirmed that the lamp does not light but the e103 error could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the lamp did not light due to a faulty power supply. In regard to the reported e103 error a cause could not be surmised since the error was not reproduced, olympus will continue to monitor field performance for this device.

Event description:
It was reported, the xenon light source had error 103; light could not be lit up. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.